Manufacturer narrative:
(B)(4). Device evaluation: the cartridge was not returned, a retained sample was evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Lot #: b201636, serial #: n/a. The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported leaky cartridges from lot # b201636. He stated that it has been occurring for about a month. The patient reported that the cartridges seem to be leaking from the bottom; he has noted air bubbles in the cartridges and the tubing. He stated that he has to re-prime to clear the air bubbles.